Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had the hrm task did not grant motor power in reasonable time error. The customer¿s blood glucose was unknown at the time of incident. Customer reported they was able to clear the alarm. Customer stated they was able to rewind the insulin pump. Customer assisted with performing displacement test and test results no. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.